Manufacturer narrative:
A4-a6:unk. H6 work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault vault. Due to high vault, the lens was removed. Further inquiry has been requested. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the lens was removed and the replacement lens was implanted on the same day. Claim# (B)(4).